Event description:
The customer called and reported, he was hospitalized three years before the date of this report with ketoacidosis. He also reported experiencing high blood glucose up to 400 mg/dl, which was treated with injection, on june 4, 2015. Customer stated the next morning on (B)(6) 2015, his blood glucose went low and went back up after he ate. Following supper that evening, customer experienced high blood glucose over 400 mg/dl and the symptom of polyuria. He treated with injection again. He received a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 120 mg/dl. During troubleshooting, it was stated, the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature and was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during occlusion test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. The motor tested fine. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.